Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the tie wraps are defective. Per repair statement: independent repair center: unit will not start.